Event description:
It was reported that after completion of a da vinci cholecystectomy procedure performed on (B)(6) 2014, the patient returned to the hospital 2 days post-operatively with symptoms of a bile leak. There was no allegation that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the surgeon involved with this complaint. The surgeon confirmed that no malfunction of the da vinci surgical system occurred during the surgical procedure. He indicated that the patient underwent an ercp (endoscopic retrograde cholangiopancreatography) and stent placement. The surgeon also stated that the patient was currently doing well. He was unable to provide a cause of the patient's post-operative complication. On (B)(6) 2014, isi contacted the site's risk management department. The risk manager reviewed the operative report and confirmed that no malfunction of the da vinci surgical system occurred.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient. There is no indication that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's post-operative complication. This complaint is being reported due to the following conclusion: the patient was found to have sustained a bile leak after undergoing a da vinci cholecystectomy procedure. However, at this time, the cause of the patient's post-operative complication is unknown.